Event description:
It was reported that the catheter was dislodged. It was also reported that the patient had to have the catheter replaced "every year for the past 3 years" (refer to manufacturer report # 6000030200802145 and 3004209178201002678). In addition, it was reported that the patient was not urinating and had infections. The reporter was not sure of other symptoms the patient may have had. The reporter was redirected to call the patient's health care professional (hcp). Additional information received indicated that the following information was unknown by the reporter: if perioperative antibiotics were administered, the date of the last refill, the primary location of the infection, if a culture was obtained, they type of organism cultured, treatment(s) instituted for infection, the patient outcome, and the risk factors that applied to the status of the patient before implantation of the device. It was reported that the date of onset/diagnosis of the infection was not applicable (na). Signs and symptoms of infection were reported as "other," while boxes for fever, redness, swelling, drainage, pain, incisional wound opening, pocket erosion, and meningeal signs/symptoms were not checked. It was reported that the patient did not have meningitis. The device was used to deliver compounded baclofen.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8711, lot# n139297007, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).